Event description:
It was reported that the user experienced scan errors and intermittent communication failures while attempting to pair and use the fsl3+ sensor with the ilet, with one sensor application resulting in bleeding and repeated scans not connecting; the issue was associated with electrical/magnetic performance and the antenna component, and the user temporarily relied on manual bg entry until a new sensor was applied and paired with assistance. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed an interoperability problem identified in which intermittent communication failure occurred involving the antenna and electrical/magnetic functions. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.